Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00268. This event occurred in (B)(6).

Event description:
Allegedly the component was removed during the revision of another component.

Event description:
Allegedly the component was removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed. Use of device could not be determined.